Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A call center ticket was logged with the following text "can not discharge". No patient involvement was reported.

Manufacturer narrative:
(B)(4).